Event description:
It was reported that attempted arteriotomy closure with the starclose device was unsuccessful after unspecified procedure. Reportedly, an unspecified number of "increases in the complication rate" were experienced by an unspecified number of physicians using the starclose se device. Reportedly, various nurses confirmed the occurrence of "product experiences"; however, believe them to be user related. The method of how hemostasis was achieved was not reported. There were no reported adverse pt effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was not provided; therefore, a device history record review could not be performed.